Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical product: 5076-52 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month post patient¿s generator changeout there was a svc (superior vena cava) oor (out of range) impedance alert on the right ventricular (rv) lead. The patient was seen at the clinic and an x-ray was taken, pocket manipulation and isometrics were performed and there were no suspicious findings. The rv lead remains in use. No patient complications have been reported as a result of this event.